Event description:
Based on the report, received at neomedical in 2008, while a bd catheter was being threaded through a 2 fr break-away needle, re-order lot # 1122, difficulty was experienced. The user withdrew the catheter at that point, causing it to be sheared while it was still in the pt. Add'l the states that 7 cm of catheter remained in the vein and surgical intervention was needed. The pt is stable.

Manufacturer narrative:
Care is required when using the break-away needle. The product IFU gives clear directions concerning the use of the needle. It states "caution, never pull the catheter back while the needle is in the vein. This action could damage or shear the catheter." The user apparently did not follow the IFU instructions. The product sample will have to be sterilized prior to examination. The pt is stable.